Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent lumbar fusion at t11- l4 levels.vcr was conducted at l2. Postoperatively 2 weeks after the in itial surgery l3 screw was found to be deviated and radiculopathy at left l3 was observed.patient underwent revision surgery in which surgeon removed crosslink and rod for reinsertion of screw at left l3.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.